Event description:
It was reported that the right ventricular (rv) lead had non-capture and an x-ray confirmed dislodgement. The decision was made to remove the lead, without replacement. Upon rv lead extraction, there was difficulty unscrewing the tip and the stylet could not be moved; however, with simple traction the rv lead was freed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.